Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an insulin flow blocked alarm. Blood glucose value was 408 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.

Event description:
Customer said that he was able to use auto mode but once he received the flow block alert auto mode stopped and everything shut down. Customer stated that with the insulin pump in question he had three more lows than with the insulin pump he currently has. He did have an insulin flow block alert with the new insulin pump but opened reservoir compartment and insulin was cloudy. Customer states he changed out the infusion set at that point and declined to speak with technician in regards to the issue.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.